Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a shock. Upon review, technical services (ts) observed treated and untreated episodes along with noise and oversensing that had movement related appearance. Ts recommended obtaining an x ray and programming to secondary vector. The noise could not be recreated with isometrics testing while in the clinic. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to normal battery depletion (nbd).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.